Event description:
Ous MDR - slowly increasing pacing impedance >2500 ohm. So far not significant increase of v threshold (1.2v). Lead stayed in place. New lead implanted with good values.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the device data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data were analyzed. The inspection revealed a continuous increase of the pacing impedance with values up to > 2500 ohm, as indicated in the complaint description. In summary, the lead was not returned for analysis. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular lead manufacturing.